Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed episodes of far r-wave oversensing resulting in inappropriate automatic mode switch episodes. Programming changes were discussed, no intervention or adverse patient symptoms were reported.